Event description:
Tech was removing stopper from the tube after tube had been centrifuged. Tube shattered in the tech's hand. Tech may have been cut to index finger of right hand. Tech is being treated as per hospital policy as having been exposed. Blood source was not known to be infectious.